Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this right ventricular (rv) lead underwent an MRI scan, which revealed both an insulation breach and a fracture. Consequently, the lead was surgically abandoned, and a new lead was implanted on the right side. No further adverse effects were observed in the patient. This lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this right ventricular (rv) lead underwent an MRI scan, which revealed both an insulation breach and a fracture. Consequently, the lead was surgically abandoned, and a new lead was implanted on the right side. No further adverse effects were observed in the patient. This lead remains implanted.